Event description:
Revision t - 12 to l - 5. Fusion not healed. Pre op diagnosis: second hardware failure pain with popping.

Manufacturer narrative:
Device will be forwarded to manufacturer for evaluation.